Event description:
On march 20, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter read inaccurately high. The pt tests his blood glucose 4 or more times a day. He takes humalog and lantus insulins. The pt mentioned, that he is on a sliding-scale but the details of the regimen were not provided. The pt indicated that in 2008, he obtained an abnormally high meter reading of "594 mg/dl" at 2:16 pm. It is not known if the pt was symptomatic at the time. Based on the meter reading, the pt took 15-17 units of humalog insulin. At 2:53 pm, the same day, he retested his blood glucose and got "90 mg/dl." Again, he did not have symptoms at the time. The pt then ate an orange and retested two more times. He got "59 mg/dl" at 3:53 pm and "108 mg/dl" at 4:31 pm. The pt stated that while he was on a train around 6:00 pm, he "passed out" and possibly fractured bones in his face. He suffered 2 black eyes and a nosebleed. He was treated with orange juice by paramedics and taken to an ER. It is not known if the pt's blood glucose was tested by the paramedics or in the ER. He was ordered a cat scan, which was scheduled to be performed (24) days later. During his stay in the ER, the pt refused medical treatment since he was feeling better. He left the ER at 12:30 am on the following day. He did not test his blood glucose on the reported meter until 1:15 am that same morning and got a result of "289 mg/dl." He could not remember specific details of the event and said "things are cloudy." It would have been helpful to know the following info: what actions the pt took before he passed out, if the pt tested his blood glucose right before he passed out, if he had symptoms prior to losing consciousness, and what blood glucose results the paramedics or ER obtained. In addition, it would have been helpful to know what the pt's hosp diagnosis was and what treatment the pt refused. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers, but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he "passed out" after the alleged meter issue began. The pt mentioned that he took insulin based on an alleged inaccurate high meter result.